Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to the clinic during follow-up, the device was post-paced t-wave oversensing on the ventricular channel. Patient was feeling nausea and vomiting. The patient did not receive therapy during the oversensing. Programming changes were made during device check. After changes were made the oversensing was not seen and the patient¿s symptoms subsided.